Manufacturer narrative:
The referenced device was returned to the olympus for evaluation. The evaluation found that the psd-30 had no abnormality. Olympus has concluded that the reported event was related to the pt constitution. Olympus stated the possibility of the occurrence of a pt plate error depending on a pt constitution and the appropriate handling of the psd-30 when the psd-30 indicated the pt plate error in the instruction manual. The pt described in this MDR was same person described in the mdrs MFR report #8010047-2012-00320 and #8010047-2012-00327. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during the endoscopic sphincterotomy (est), a pt plate error was indicated and the psd-30 was not output. The est procedure was said to have not been completed and the physician had changed the psd-30 into another electrosurgical unit, but the physician was unable to complete the procedure. Finally, the physician was said to have performed the endoscopic papillary balloon dilatation and it was completed. There was no pt harm reported.